Event description:
Boston scientific crm received information from a medical professional that this patient with this pacemaker was experiencing syncope and lightheadedness. The caller was inquiring if there was a patient storage feature on the device. Technical services explained how to activate the patient triggered monitor and suggested turning off the other triggers and changing the egrams set up. The origin of the syncope was not provided.

Manufacturer narrative:
An attempt was made to obtain additional information from the boston scientific crm field representative. Should further information become available, this event would be updated.